Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door open alarms were reproduced and confirmed through evaluation. This condition was determined to have been caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported a spectrum pump had repeated door open alarms. It was also reported there was no patient involvement.